Event description:
It was reported that the user experienced repeated pump malfunction events, including an ¿unable to proceed¿ alert during fill tubing and an alert 38 motor stall with consecutive stalled motor notifications, after the pump stopped working and despite multiple restarts; a dry run reached 120 units, and the user was advised to retry with new supplies from the cited lots. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no medical intervention or hospitalization and temporary interruption of insulin delivery with user guidance provided. Investigation included troubleshooting and user education, including dry run verification and recommendation to replace all infusion and cartridge components. Investigation of this case revealed device performance concerns consistent with motor stall alerts and potential supply or setup-related issues, with no confirmed hardware failure identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evidence and consistent with use-related or consumable-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.